Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. Advise customer to remove the battery and customer stated the insert battery alarm display on the insulin pump screen. Customer states the contact on the battery cap was not missing or damage or corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer stated that they insert battery and received critical pump error. The customer stated that the broken force sensor was detected during seating or regular delivery pump error was displayed before the critical pump error image was displayed on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm and a broken force sensor due to blank display noted.